Manufacturer narrative:
Patient code - (B)(4) (surgical intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, two staplers were taken out and used in the second firing of functional end to end anastomosis. After firing, the staples were not fired into the tissue, and only the knife cuts the tissue. Then the tissue was pulled by the thread and closed by two different staplers. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, two staplers were taken out and used at the second firing of functional end to end anastomosis. All the staples were deployed. But there was no anvils and the staple was not formed. An unformed staple was stuck in the anvil. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue.